Manufacturer narrative:
This report is submitted on october 23, 2020.

Event description:
Per the clinic, the patient experienced soft tissue overgrowth over the abutment. There was a skin revision during an abutment change which was performed under a general anaesthetic on (B)(6) 2020.